Event description:
The device was used on a myocardial infarction case. During the procedure, a 2.5mm balloon had been passed through the device, withdrawn, and a 3.0mm balloon had been placed across the device. Upon attempt to re-advance the 3.0mm balloon there was serious binding in the device. The physician reported that this was a serious and potentially life threatening pt issue. The case was completed uneventfully with another device.